Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) found blood in the guide wire lumen and on the balloon, which is consistent with a guide wire being loaded into the lumen and advancement into the guiding catheter. The stent implant was stationary on the tightly folded balloon between the markers. The tip length met manufacturing criteria. The full length of the stent implant was slightly smashed; hence, the outer diameter measurements could not be taken. There were multiple kinks and a bend in the hypotube. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the attempt(s) to load the sds into the guiding catheter or possibly as a result of packaging and shipment back to abbott vascular for analysis. It was confirmed that the hypotube and jacket were separated. The fracture faces were ovaled and the jacket was stretched and jagged at the separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. Since there was no report of any damage observed to the sds prior to the procedure, this may suggest that a product deficiency did not contribute to the reported shaft separation. The shaft most likely kinked during the attempt to load the sds into the guiding catheter and further manipulation of the catheter would have contributed to the shaft separating. Difficulty positioning the sds through the guiding catheter, causing resistance between the two devices, may be related to numerous factors including, but not limited to: manufacturing, anatomical conditions, stent implant outer diameter, damage to the stent implant, kinks, bends, obstructions in the guiding catheter lumen, damage to the guiding catheter, procedural technique or an interaction with the patient anatomy. The used guiding catheter was not returned for analysis, which may have assisted in determining a cause for the reported difficulties; however, during product analysis, the distal end of the sds was advanced through a new 6f guiding catheter without any resistance noted. To ensure the reported issue is not related to a manufacturing process, the profile dimensions on all products are confirmed by visual and dimensional checks on the manufacturing line. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot that could have contributed to this report. In this instance, a definitive cause of the difficulty positioning the sds inside the guiding catheter, could not be determined. However, the hypotube separation, stent damage, kinks, and bend appear to be related to operational context.

Event description:
It was reported that the proximal shaft of the xience v stent delivery system separated while being loaded into the guide catheter. No patient effects were reported. No additional information was provided.